Manufacturer narrative:
H6: previously reported ime e2403 is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they are having issue with the stimulator going dead totally without charge in the middle of the night and the therapy turning itself off since last friday. Patient stated they charge the implant every morning to 100% and the implant is completely depleted in the morning and therapy is off. Patient stated they are not getting relief from group c and they have gone through group a and b and turn up group a. Patient stated a rep will be at his appt (B)(6) 2026 at 10:45am. Agent asked patient to connect with the external devices and patient said the communicator is at 100% charged and the implanted neurostimulators is at 70% charged. Patient service reviewed device function and recommend patient consult with healthcare provider office for next steps. Agent reviewed device function. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed reps role and sent email to rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reiterated being in pain, patient stated they have not had any therapy for 2 months now, later described as probably close to 6 weeks. They got an xray and it does not look like the leads had migrated. Patient has a CT scheduled for 5-19 and an appointment scheduled for 5-21 with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were looking for some direction and they were a bit upset. Patient said they met with manufacturer representative (rep) 50 days ago in their pain doctor's clinic and was told to try 5 different 'frequencies' (agent understood they meant groups/programs) for 10 days each, for a total of 50 days. Unfortunately, none of the frequencies worked out for the patient and today was the 50th day. Patient asked what they were supposed to do in the meantime, if they should get an x-ray to see if maybe the leads had moved or something, because they still weren't getting any relief. The rep messaged back that the patient could ask their healthcare provider (hcp) for an x-ray. Patient asked them directly what to do in the meantime, but hadn't heard from the rep again. Patient said the rep told them to keep using whichever settings worked for them, but if none of them did, they would discuss it and figure out where to go next. Agent reviewed role of representatives and provided patient with nas phone number for healthcare provider office to call and request another rep. The patient mentioned they went to their pain healthcare provider and they did an ablation. Called stated ins is not working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the they were instructed on how to reset the communicator over the phone. Patient reported that their implantable neurostimulator (ins) never lasts for more than 24 hours. The manufacturer representative (rep) stated it was because the settings are high. Patient is still not getting any pain relief. Patient will meet with the rep to check out the unit. Patient has no therapeutic use. Additional information was received from the patient. They reported that the communicator needed to be reset. The rapid discharge was assumed to be due to high settings. Patient stated that switching group settings has not taken care of the battery depleting in less than 48 hours issue. The battery depletion issue is being worked on with a new manufacturer representative (rep). The changes this rep made are lasting more than 24 hours now.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that their communicator was malfunctioning, with the lights flashing on it, but it was unable to take charge. Agent clarified the issue, pt stated that they assumed that it was not charging because it couldn't establish a connection. Pt was trying to connect to their mystim app to check if the communicator was charged. Agent walked pt through the process of properly resetting the communicator. Pt turned the handset on and stated that they usually turned it off when charging. After resetting, pt tried to connect to the mystim app and unable to connect message displayed. Pt stated that they fully charged their ins the day before yesterday. Agent had pt connect to the recharger app; pt confirmed that the ins was charging with good connection, battery was red and the stimulation was off. Pt expressed concern about why the ins battery had depleted in less than 48 hours, despite being informed by their representative that the ins battery should last for two days. Agent reviewed information about the ins battery duration. Agent instructed patient to continue charging their ins, and once it is fully charged, they can attempt to reconnect to the mystim app. The patient will also follow up with their representative to further discuss the duration of their ins battery and their therapy settings. No symptoms were reported.